Event description:
It was reported that the guide wire got stuck in the lead quickly after introducing it into the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.there was blood on the distal conductor of the lead and it was obstructed,there was blood on the stylet/guidewire,there was blood on the lv4 (low voltage 4) conductor and it was obstructed, there was blood on the lv3 (low voltage 3) conductor and it was obstructed,there was blood on the proximal conductor, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The analyst also noted:visual inspection found part of guidewire stuck in lead due to blood obstruction in lead distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.